Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated h6: health effect - clinical code. As reported, the patient did not experience any damage and the outcome was noted to be stable.

Event description:
Edwards received notification from our affiliate in france. As reported, it was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. During the procedure, according to rx images the valve seemed to be stuck in the distal part of the esheath+. After some push force, the valve came out of the esheath+. The team continued with the procedure and the valve was successfully implanted with a perfect result. At the end of the procedure, when the system was withdrawn, the esheath was observed to be damaged and invaginated. The device was prepared according to the standard process.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: the liner was expanded as designed. The distal tip was opened but torn, along the horizontal score line. The sheath hdpe stretched at distal tip along the horizontal score line. All score lines were present at the distal tip. Due to the nature of the complaint (distal tip torn), no functional testing was able to be performed, and no applicable dimensional testing was able to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturin g nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint of sheath distal tip torn was confirmed based on the evaluation of the returned device and provided imagery. Avai lable information suggests that procedural factors (improper tip expansion) likely contributed to the event as distal tip was torn. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. The complaint of difficulty advancing through sheath was confirme d based on the evaluation of the returned device and provided imagery. Available information suggests that procedural factors (high push force) likely contributed to the event as it was reported that ''... After some push force the valve came out of the esheath+''. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.